Event description:
The physicians wanted to detach the penumbra coil with dh1 detachment handle; however, the coil would not detach after several attempts. The proximal end of the coil pusher assembly stuck inside the handle. The physicians changed the handle out for a new one however, they still experienced difficulty detaching. They were eventually able to detach the coil but could not remove the pusher assembly from the handle because again, it was stuck. They used a third handle successfully and without issue. This MDR is associated with MDR 3005168196-2012-00205

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and revealed no outstanding discrepancies, quality, or design concerns. Other: device not returned by hospital